Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The customer reported discrepancy between sensor glucose reading and blood glucose readings and received a change sensor alert and sensor updating alert. The event involved product(s) mmt-7040c1. Troubleshooting was performed for sensor glucose vs blood glucose reading difference. Customer reported sensor glucose value from reported event is 5mmol/l and blood glucose value from reported event is 11mmol/l. The difference between sensor glucose and blood glucose values was more than 30% limits. Insulin delivery was not suspended due to sensor glucose vs blood glucose reading difference. The customer was not taking any medications. Explained sensor may have no longer been responding to glucose changes. Instructed customer to replace the sensor. Troubleshooting was performed for hyperglycemia. Customer has been using the insulin pump system within 48hours of reported at the time of event. Customer stated auto mode/smartguard feature active at the time of event. No further patient complications were reported. Product return for mmt-7040c1 is not expected.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.